Manufacturer narrative:
The complaint stated that the controller delivered several uncommanded boluses on 24-aug-2023 (10u) and 25-aug-2023 (10u, 10u, 10u, 10u, 1.55u and 10u). The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The audit logs showed that that the following boluses were delivered on 25-aug-2023: 10u (1:30), 10u (5:25), 10u (6:42), 10u (8:11), 10u (8:26), 1.55u (8:30) and 10u (10:36) . Verification of engineering logs showed that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the confirmation provided by the user. This indicates that the bolus deliveries were programmed by the user. No bg readings, cgm values or carb values were provided by the user for the 10u boluses. A carb vale of 15 grams was used for the 1.55u bolus. Investigation found no issues with the system. Lot release review is not required.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered 7 uncommanded insulin delivery bolus for a total of 61.5 units. The patient's blood glucose level (bg) was at 59 mg/dl.